Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigatedas part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection and probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedrue, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 9/2/96, an b-hcg assay was run on a pt scheduled for a tubal ligation and gave a result of 120 mlu/ml, which was reported out. Based on this result, the tubal ligation was cancelled and the pt was redrawn. This sample was tested at another lab for b-hcg and a negative result was obtained. The original sample was than retested on the device and also generated a negative result. The procedure for a tubal ligation was than rescheduled. No report of injury.